Manufacturer narrative:
A hill-rom technician inspected the siderail and adjusted it, so that it would lock into place. The siderail on the rite hite, even if unlocked, has to be lifted vertically out of the post holes in order to come off of the bed. Therefore, the bed may have contributed to the caregiver's injured foot.

Event description:
It was reported to hill-rom that a siderail for the rite hite bed fell on a caregiver's foot and injured the foot. No other information is available. A hill-rom technician inspected the siderail and adjusted it, so that it would lock into place. The siderail on the rite hite, even if unlocked, has to be lifted vertically out of the post holes in order to come off of the bed. Therefore, the bed may have contributed to the caregivers injured foot.